Event description:
This lead was noted on (B)(6) 2014 due to high thresholds. Implantable cardioverter defibrillator interrogation shows left ventricular lead elevated thresholds. The physician and health care facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).